Event description:
A malfunction code "malf 12" was reported by the customer, causing recurring issues with their pump. The customer did not report any adverse impact to their blood glucose levels. Technical support assisted the customer with resetting the pump, but the issue persisted, leading to the decision to replace the pump. The pump was confirmed to be under warranty, and the customer was provided with storage mode instructions and instructed to return the pump using a pre-paid label. The customer acknowledged all instructions.